Manufacturer narrative:
Literature summary: the 1/2 csf leakage causing icp increase and surgical drainage.

Event description:
It was reported that following an ablation procedure a patient experienced cerebrospinal fluid leakage causing an intracranial pressure increase and surgical drainage. There was no additional information received in relation to this event. If additional information is received, a follow up report will be submitted.